Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 408 mg/dl which was treated with a manual injection. The customer experienced high blood glucose values due to continued issues with bent infusion set cannulas. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set and to monitor the blood glucose values. The insulin pump will not be returned for analysis.